Event description:
It was reported that this right atrial (ra) lead exhibited an outer conductor fracture with impedances greater than 3000 ohms in bipolar during an MRI that got cancelled. The lead was programmed to unipolar in the meantime while revision was scheduled. However, the physician decided not to explant this lead as unipolar configuration turned out to be working appropriately for the patient. Both sensing and capture thresholds were adequate. This ra lead remains in service and no adverse patient effects were reported.